Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
May 05, 2017: litigation received: litigation alleges patient suffered difficulty walking, standing or sitting, pain, inflammation, loosening (unknown component), trembling, vibrations, decline physical ability and elevated metal ions. Update may 12, 2017: litigation received. In addition to what was previously alleged, there is no new information. Stem added due to previously alleged elevated metal ion levels. This complaint was updated on may 16, 2017.